Manufacturer narrative:
A united states (us) customer called a siemens customer care center (ccc) and reported that falsely elevated high-sensitivity troponin I (tnih) results were obtained on an advia centaur cp instrument. The quality controls (qc) were acceptable at the time of sample processing. The customer tried to recalibrate, and it failed with high percent coefficient of variability (%cv). A siemens customer service engineer (cse) was dispatched to the customer's site multiple times. During these visits, the cse performed a comparison study using qc, performed a total service call, observed that acid line at wash station was empty, and determined that the water supply was good. The cse tightened all tubing connectors, and verified dispense volumes line. The cse rerouted tubing to ensure proper flow. Then, the cse performed sample and reagent probe dispense and aspiration checks and aligned all probes. The cse determined that the base dispense volumes were good. Later, the cse recalibrated tnih and replaced and aligned sample probe. Additionally, the cse reviewed calibration data, performed a total service visit, observed air bubbles in lines, reseated all tubing connections, removed the valve manifold, reseated all valves, reinstalled valve manifold, and primed to remove air bubbles. The cse also replaced connectors and trimmed, and later, replaced tubing at connectors, proactively replaced valve manifold, wash 1 bottle, wash 1 pumps, tubing from wash 1 manifold to wash 1 bottle, and positive displacement (pd) pump, replaced the main wash 1 fitting into valve manifold, performed firmware and parameter updates, primed the instrument, switched wash 2 and wash 3 tubing to aspiration stations, reseated tubing from pd pump to valve manifold, and ran calibrations. The customer ran calibrators, quality controls, master curve material, and patient correlations; all were within specifications. Siemens further investigated the issue and determined reseating the tubing that goes between the valve manifold and the positive displacement pump corrected the issue. The instrument was performing within specifications. No further evaluation of this device is required.

Event description:
Four samples were drawn from a patient for serial high-sensitivity troponin I (tnih) testing on an advia centaur cp instrument. Falsely elevated results were obtained on the second and last sample, and these discordant results were reported to the physician(s). The physician(s) questioned the elevated results as lower results were expected. The samples were not repeated and no corrected reports were issued. There are no known reports of patient intervention or adverse health consequences due to the discordant tnih results.